Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that charging was taking too long and there was poor coupling. The patient repositioned the antenna last night, but that didn't make a difference. The patient repositioned the antenna over the ins and got 6-8 coupling bars. The patient reported that stimulation suddenly stopped because the patient couldn't charge, but the issue was now resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the charge interval seemed to be okay now. No further complications are anticipated.